Event description:
On (B)(6) 2002 - pt underwent incisional hernia repair with a bard flat mesh. On (B)(6) 2003 - office visit note while working out pt "felt a pop" md notes that pt had an incisional hernia. On (B)(6) 2003 - pt underwent repair of incisional hernia with composix kugel mesh.

Manufacturer narrative:
Based on medical record review a pt who was fourteen months post-operative from incisional hernia repair with a bard flat mesh and an umbilectomy on (B)(6) 2002. On (B)(6) 2003, the medical records report that the pt underwent incisional hernia repair with a composix kugel mesh for what appears to be a recurrence stemming from an incident while exercising the operative report for (B)(6) 2003 does not indicate explant of the non-bard mesh implanted on (B)(6) 2001, or the bard flat mesh implanted on (B)(6) 2002. However, a pathology report dated (B)(6) 2003 stating "hernia sac soft tissue, incorporating surgical staples, sutures and mesh" indicates that a partial explant was performed. Based on the info provided, it is unk whether the device may have caused or contributed to the reported event. The medical records indicate that the pt was treated for recurrence which is a known possible adverse reaction listed in the IFU. Additionally, no sample was returned for eval. Without further info, no conclusion can be drawn at this time. The composix kugel mesh implanted on (B)(6) 2003 was reported to the FDA in accordance with rae-(B)(4).